Manufacturer narrative:
Device evaluation: the suspect device is not expected to be returned for evaluation. A review of the device history record and complaint database could not be performed as the user did not provide a lot number. A follow-up report will be submitted when the investigation has been completed.

Event description:
The user reported that the catheter was placed in the patient on (B)(6) 2012. The patient later returned to the clinic with the catheter fractured / separated from the plastic connector. The patient was then admitted to the hospital and treated for peritonitis. No additional harm or injury was reported. The user did not provide a lot number.